Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high and low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was unknown. Customer stated that there was no leak and air bubbles. Customer was alleging insulin pump for under delivering. Customer stated that the drive support cap was normal. Customer did displacement test and high pressure test and both the test were passed. The insulin pump will not be returned for analysis.